Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software, product ID: hh90t01, lot#serial#: (B)(6), product type: mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated they had been trying to connect their communicator to their pump for about 2 hours now and they couldn't get it to connect. The patient stated the blue light on the communicator was currently flashing but then turned solid. The patient was able to connect to the pump during the call with no assistance. The patient then stated they also experienced a lag at 90% sometimes during bolus delivery. The agent assisted the patient with clearing the data in the device. The patient then asked about how to prevent these issues for future reference and the agent reviewed best practices for communicator placement. The patient was able to successfully connect to the pump and request/receive a bolus. The troubleshooting steps that were taken on the call resolved the issue. The personal therapy manager (ptm) was sn: (B)(6); boluses: 4/day; software version: 2.